Manufacturer narrative:
Additional information is being requested from the field. If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a pace impedance measurement of greater than 3,000 ohms. The patient was pacemaker dependent at the time. Technical services recommended lead evaluation and discussed programming options. The lead remains in service at this time. No adverse patient effects were reported.